Event description:
The customer reported that when therapy was being initiated on a pt, the unit failed to power-up. The pt was switched to another unit and therapy was continued. No pt injury was reported.